Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.

Event description:
Complainant alleged that after successfully delivering two shocks to a pt (age & gender unk), the clinicians attempted to deliver a third shock and the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.